Manufacturer narrative:
Reported issue: during bone resection in a total knee case it was noticed that the mics rotation lock tab had broken off of the headpiece. The tab was recovered but the pin that held the tab in place was not; x-rays confirmed the pin was not in the joint. Additional details: while adjusting the angle of the mics handle dr. Masini noticed that the tab that locks the handle was missing. The tab itself was found but the pin that held it in place was not found. X-rays were ordered and it was confirmed that the pin was not inside the joint. Tka case delayed 15-20 minutes product history review device history records indicate 20 devices were manufactured under lot k059b and all were accepted into final stock on (B)(6) 2015. A review of qt15-07-0037 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review a review of complaints related to p/n 209063, s/n (B)(6) in prodex lot k059b shows 0 additional complaint(s) related to the failure in this investigation. Complaint pr: . Visual inspection visual inspection shows the headpiece locking tab is broken off and pin missing. Dimensional inspection dimensional inspection was not completed visual and functional inspection clearly shows the failure of the device. Material analysis material analysis was not completed because the failure was functional. Functional inspection functional inspection shows the handle is not able to lock in different orientations. Conclusion the pivot handle moves the locking ring inside of the rear pivot housing. The locking tab and pin secure the locking orientation. The handle is not able to lock when the locking tab assembly is broken or compromised.

Event description:
During bone resection in a total knee case it was noticed that the mics rotation lock tab had broken off of the handpiece. The tab was recovered but the pin that held the tab in place was not; x-rays confirmed the pin was not in the joint. Additional details: while adjusting the angle of the mics handle dr. Masini noticed that the tab that locks the handle was missing. The tab itself was found but the pin that held it in place was not found. X-rays were ordered and it was confirmed that the pin was not inside the joint. Tka case delayed 15-20 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During bone resection in a total knee case it was noticed that the mics rotation lock tab had broken off of the handpiece. The tab was recovered but the pin that held the tab in place was not; x-rays confirmed the pin was not in the joint. Additional details: while adjusting the angle of the mics handle dr. (B)(6) noticed that the tab that locks the handle was missing. The tab itself was found but the pin that held it in place was not found. X-rays were ordered and it was confirmed that the pin was not inside the joint. Tka case delayed 15-20 minutes.